Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips authorized service personal (asp) evaluated the device and found that found that "speaker malfunction" is displayed and there was no sound during an alarm. The loudspeaker assembly was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating that there was a speaker failure. The device was not in use on patient at time of event, there was no adverse event reported.